Event description:
The products were stored per IFU guidelines. The aneurysm was located in the a-com artery. An envoy (B)(4) guide catheter (gc), a prowler 14 microcatheter (mc), and an agility 10 soft type was utilized during the procedure. A continuous flush was given to the gc and mc. A 6x15 coil was utilized for framing, but the coil stretched during making frame. A 3.5x9 coil was filling coil and it also stretched. The doctor felt resistance during introducing coil on hub of mc with both 2 coils. The physician inspected the mc for kinks or any damage, but no damages were noted. The procedure was completed with same type product.

Manufacturer narrative:
The aneurysm was sacular with a height of 6mm, width of 5.7mm, length of 7.1mm, neck of 5mm, and a neck to sac ratio of 1:1.3mm. The mc was re-shaped prior to use. Resistance occurred with the mc at mid shaft. Prior to this coil, no other coils went through the same mc without resistance. No kinks in the mc contributed to the event. Additionally, there was no resistance when the coil was repositioned or during withdrawal of the coils. During the procedure, the coil was utilized like a guidewire, repositioning the microcatheter over the coil remained in the aneurysm. After the event, both coils were removed with microcatheter as a unit; however, afterwards, the same microcatheter was utilized to complete the procedure. This one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2009-00231.